Event description:
The customer reported that there was smoke coming out of the system and there was a communication error which prevented the system from booting up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, power cap module, filament drive, and the charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.